Event description:
It was reported that on (B)(6) 2022 the patient had been experiencing rectal bleeding with bloody diarrhea for 2 days. They were treated with blood products. An esophagogastroduodenoscopy (egd), a colonoscopy, and video capsule assessment were performed however no active bleeding sites were identified. The bleeding stopped. It was recommended that the patient take an iron supplement. A gastrointestinal follow-up was scheduled.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.